Event description:
The following information found on a search of the maude database on (B)(6) 2013 for the period (B)(6) 2011 through (B)(6) 2013. This information was reported to the FDA on (B)(6) 2012 by advanced medical optics. Amo's MDR#: 3004537773-2012-00006. A mother reported her (B) (6) daughter experienced ocular redness, blurry vision and pain in the left eye after using complete multipurpose solution easy rub with her acuvue contact lenses. She sought medical treatment, was diagnosed with a corneal ulcer. She was treated with 'cipro' (floxacin) eye drops four times a day and an unspecified steroid eye drop. Follow up info from the patient indicated the doctor told her she had a 'chemical reaction' to the complete. Her symptoms resolved. Her lenses were reportedly around one week old at the time of the event. The patient indicated she 'rubbed and rinsed' the lenses prior to storage nad insertion. She did no indicate that she replaced the disinfecting solution daily. She denied smoking, extended wear, or showering/ swimming with lenses in place. Follow up with the eye care professional has been requested but not yet received. Additional information has been requested from amo, but not received at this time.

Manufacturer narrative:
No additional information available at this time. If additional medical or product information is received,we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.